Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15407. It was reported the pt experiences heating at the ipg site while charging. The pt also states that she has been having kidney pain. The pt has an appointment with her physician regarding her kidney pain. A new le charger is being sent to the pt to address the heating at her ipg site while charging.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.